Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with model name cm1100 was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed wires. Upon visual inspection, evidence of insect infestation from an unknown source was observed when the backplate of the device was removed. The power supply and cord were not returned with the device, a known good power supply and cord was used during investigation. In an incidental finding, evidence of insect infestation from an unknown source was observed, two insects were observed inside the backplate of the device. The investigation was immediately aborted, the insect was isolated, and pictures were taken before containing the insect in a zip loc bag and disposed of. No further root cause investigation and diagnostic testing was conducted due to evidence of contamination by pests. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.